Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade iii to IV, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient who underwent a breast augmentation revision with two unknown mentor gel breast implants has experienced postoperative bilateral capsular contracture, baker grade IV on left and baker grade iii to IV on right. Patient also reported experiencing bilateral rupture postoperatively. As a result, the patient underwent explantation and replacement with 500cc smooth mentor memorygel breast implant, catalog # 3505001bc, left serial # (B)(4) on (B)(6) 2007. Implantation date was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the right-sided implant.